Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their permanent implant put in a week before the report and they had a trial that ¿worked¿. The caller stated the patient noted the stimulation went away on (B)(6) 2018 like they were told it would but the patient noticed that they were now going to the bathroom more since (B)(6) 2018. The caller stated that there was a time when the patient moved in their chair and they could feel stimulation and it was ¿vibrating the heck out of her¿. The caller stated the patient¿s husband turned the stimulation down and it resolved the uncomfortable stimulation sensation. The caller stated they had tried increasing stimulation from 1.3 to 2.8 but the patient was still not feeling stimulation. Syncing with the programmer showed stimulation was on program 1 at 2.8, and the caller confirmed programs 1, 2, 3 and 4 were available on the programmer. The caller increased stimulation to 8.2 on program 1 and the patient could still not feel stimulation. The caller changed to program 2 and increased from 0.0 to 0.7 where the patient could feel stimulation a little bit. The caller increased to 0.8 and stated the patient was feeling stimulation at a strong, but comfortable level. The patient was redirected to their healthcare provider if the symptoms did not resolve. No further complications were reported.